Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noticed on the common carotid artery (cca) during arterial sheath placement, which led the physician to convert to open carotid endarterectomy (cea) and cca surgery. The patient's clinical condition after the completion of the procedure was reportedly good.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.